Manufacturer narrative:
Section d4: serial/lot number was not given for this device. Manufacturer's investigation conclusion: the reported air leak into the pedimag circuit could not conclusively be determined through this evaluation. Additionally, although the reported event of the pedimag blood pump not being able to fit in the motor was not able to be confirmed, the account confirmed this was due to a bent screw in the motor and the blood pump was not the root cause of the reported event. Per additional information from the quality assistant, there were no adverse patient events associated with the reported event. Per additional information from the sales manager, it was determined that the root cause of the reported event was due to a bend screw in the ring of the motor. The pump head could not be positioned. The ring of the motor was replaced, and no further issues were reported. The serial/lot number provided for the pedimag blood pump was not a valid lot number associated with a pedimag blood pump. No product is available for investigation. The ous pedimag blood pump instructions for use (IFU) (rev. 4) contains the following warnings. Warning #4: ensure that the pedimag blood pump and circuit have been debubbled and primed properly prior to use to minimize the risk of air entry to the patient. The use of an arterial filter is recommended. Warning #5: massive air entry into the pedimag blood pump will cause the blood pump to deprime and blood flow to stop. Clamp the outlet tubing and stop the blood pump and remove air prior to resuming circulation. Warning #22: monitor the pump and tubing for air because the pedimag blood pump, similar to other centrifugal pumps, will pump air. Immediately clamp pump outlet tubing if air enters the pedimag blood pump as gaseous emboli may be introduced into the patient, with attendant risk of death or severe bodily injury. A massive air embolus will deprime the pump, halting blood flow. This IFU also provides recommended pump head priming procedures to reduce the risk of air in the circuit. The 2nd generation centrimag system operating manual (rev. 09) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00944. It was reported that the pedivas had a motor issue. Approximately 10 minutes after initiating extracorporeal membrane oxygenation (ECMO), there was gross air entry into the circuit including the pump head. ECMO was discontinued and a full de-airing process was completed. The pump head was repositioned back into the motor and ECMO was attempted again. Despite the head being seated correctly, there was no further flow even though the revolutions were set on 3700 rpm. The motor was taken out of use and a new neonatal ECMO circuit was set up and primed. The affected motor was swapped in to see if the issue would reoccur, and although forward flow was established, the pedivas head was difficult to seat properly and there appeared to be free movement when seated. The patient had since been taken off of ECMO support and no patient injury was reported.